Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that an x-ray showed this right ventricular (rv) lead perforated the heart wall. An invasive procedure was performed. During the procedure, the helix was retracted and the lead was repositioned, however, the helix would not extend again. The lead was cut, explanted and replaced. No additional adverse patient effects were reported.